Event description:
Physician reported that she removed the essure devices on the patient. The essure was placed (B)(6) 2011. Hsg was performed (B)(6) 2012, reflected no evidence of tubal patency bilaterally. The patient complained of daily vaginal bleeding and pain on (B)(6) 2012, and was given samples of ocp. On (B)(6) 2012, patient complained of continued bleeding and pain and refused additional medications. Physician discovered one of the devices was embedded in the endometrium. Physician removed the device hysteroscopically on (B)(6) 2012. The physician believes this was causing the patient's bleeding. Since the removal, the patient's bleeding has ceased.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.